Event description:
It was reported that intermittent loss of capture was observed via stored episodes of non- sustained oversensing. The patient was asymptomatic. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.